Event description:
It was reported that the proglide suture was deployed and the suture was cut with the quick cut mechanism. The suture was attempted to be pulled with force during removal of the device; however, the suture broke. The guide wire was re-inserted, and a new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. E1, e3: physician information updated.

Event description:
Subsequent to previously filed report, additional information was received: it was reported this was a venotomy closure of the left common femoral vein using the pre-close technique via an 8f sheath hole prior to a percutaneous coronary intervention. Reportedly, the suture was attempted to be pulled during removal of the device, without excessive force being applied; however, the suture broke. No additional information was provided.